Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. Although the product family is unknown, the bardex ic product ifus are found to be adequate based on past reviews. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the patient's catheter was blocked. The drainage eyes were tapered inwards like a funnel; allegedly, a shape that would inevitably impact and retain fine detritus or mucus. Further, maybe more significant, the eyes were drilled or cut very roughly, allegedly promoting bacteria.

Manufacturer narrative:
Received photo sample. The reported event was inconclusive. Per visual inspection of the photo, it was noted that the eyes were drilled or cut very roughly on the catheter; however, there was no information on the product catalog, manufacturing lot# or corporate lot#, and we could not confirm that the catheter belonged to us. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the latex foley catheter ifus are found to be adequate based on past reviews. (B)(4).

Event description:
It was reported that the patient's catheter was blocked. The drainage eyes were tapered inwards like a funnel; allegedly, a shape that would inevitably impact and retain fine detritus or mucus. Further, maybe more significant, the eyes were drilled or cut very roughly, allegedly promoting bacteria.

Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. The photo from the customer, confirmed the eyes are drilled or cut very roughly on the catheter. There is no information on product catalog, manufacturing lot# and corporate lot#. Based on photo we cannot confirmed the catheter belongs to us. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the latex foley catheter ifus are found to be adequate based on past reviews. (B)(4).

Event description:
It was reported that the patient's catheter was blocked. The drainage eyes were tapered inwards like a funnel; allegedly, a shape that would inevitably impact and retain fine detritus or mucus. Further, maybe more significant, the eyes were drilled or cut very roughly, allegedly promoting bacteria.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the patient's catheter was blocked. The drainage eyes were tapered inwards like a funnel; allegedly, a shape that would inevitably impact and retain fine detritus or mucus. Further, maybe more significant, the eyes were drilled or cut very roughly, promoting bacteria.